Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump was alarming and not charging. The event logs were checked, and it was noted that ¿system fault 41,100 occurred 13,869 0 2¿ on (B)(6) 2025. The battery was depleted and left charging while powered on. After a few minutes, a red screen appeared stating ¿wireless module intermittent connection with pump.¿. The unit was then left charging while powered off, but after several minutes, it was still not charging. The contacts appeared clean. This occurred during testing.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.